Event description:
It was reported that the lead was explanted and replaced due to high impedance.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.